Event description:
Nanocross elite 3.0x40 balloon was introduced for pta to iliac/aorta; balloon ruptured and seized on the wire. Reports from staff state that the balloon was eventually removed after using a catheter to attempt to push it off the wire; when the balloon exited the body, it was not intact and was in pieces. High suspicion that remnants of the balloon were retained in the body.